Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasion was noted at 36.3cm to 36.7cm from the distal tip consistent with lead friction to the ICD can. The cause of the reported event of noise was isolated to external abrasion consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-12587. It was reported that the patient presented with a right atrial and right ventricular lead that was oversensing noise. The leads were explanted and replaced, and the patient did not experience any complications.